Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. The hp was not sure if the extension line used during therapy was primed all the way. The technical service representative (tsr) explained the alarm and had the hp cycle the power. The tsr advised the hp to start the therapy over using all new supplies. The tsr reviewed the proper procedures with the hp as per user manual. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.¿ upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).